Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and that the insulin gauge was inaccurate. Additionally, it was reported that multiple unspecified alarms occurred that stopped insulin delivery. There was no reported impact to the customer's blood glucose level. No additional information could be obtained.